Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not dislodge the clip. There was no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product noting the medium-large clip applier instrument would not dislodge the clip, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this event to perform failure analysis (fa) testing. Fa was able to confirm/reproduce the customer reported complaint. The instrument was found to have a bent grip and the tip did not align with the other grip.

Event description:
Refer to h10/h11 for follow-up information.